Event description:
Related manufacturer report number: 1627487-2024-00061. It was reported that the patient was experiencing pain at the site of both their cervical and thoracic scs ipg's. Surgical intervention was undertaken on (B)(6) 2023 where the patient's ipg's were relocated to new pocket sites to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.